Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) lead exhibited a high out of range pacing and shock impedance measurement of 2000 and 200 ohms respectively on the right ventricular (rv) channel. Oversensing of noise was also observed on the rv channel. Surgical intervention was performed and the rv lead was explanted and replaced. The ICD remains implanted and in service with a new rv lead. No additional adverse patient effects were reported.